Manufacturer narrative:
Depuy considers the investigation closed at this time.

Manufacturer narrative:
Additional info: d4: lot#, d6, g4. Depuy considers the investigation closed at this time.

Event description:
Update 11/30/15 medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain and elevated metal ions (no labs provided). There was no mention of metallosis. An unknown stem and taper sleeve are being added for the reported high metal ions. The complaint was updated on:12/15/2015

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added b5. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: correction: d4, h4. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa 00780.depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: additional information added: h7 & h9. Depuy still considers this investigation closed.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up 2 is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up 3 is being submitted to fill the gap in report sequence numbers.

Event description:
Litigation papers allege the pt suffered symptoms and damage to his body including but not limited to constant and severe pain and discomfort in his right thigh, right hip-joint, and groin; a clicking, popping, and grinding sensation emanating from his hip when he walks or otherwise moves; the formation of severe metallosis which has damaged bone and tissue surrounding the implant; chromium and cobalt metal toxicity; and other complications. As a result of the pain, the pt has also developed a limp when he walks. Device experience report submitted by the sales rep indicates the pt was revised to address pain and elevated metal ion levels.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.